Manufacturer narrative:
One i3 unit model cm1100 and one i3 accessory set was returned. External and internal visual inspections of the unit and cables revealed no discrepancies or discernible damage. All returned wiring has been confirmed to be in working condition. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
No device analysis results are available because the device was not returned. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed and frayed wires of the power supply. The power supply cable was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.